Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used on an endoscopic retrograde cholangiopancreatography (ercp) used for primary sclerosing cholangitis (psc) stricture performed on (B)(6) 2024. During procedure, the physician did not like the visualization because of the image quality. The physician reported that due to image quality and stiffness in scope he does not use as often as he once did. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image.